Manufacturer narrative:
Although requested, the affected devices have not been received. A follow-up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the iui connector caused an electrical short, and the pump module turned off. The devices were inspected by a third party, and iui corrosion could be seen. The patient ceased getting their critical medication for 3 minutes. There was no patient harm. A third party investigation reports that at start-up, pump module serial number (B)(4) had a communication error and channel error simultaneously, and that it's not common to have multiple error codes without an error code display on the pcu. It was also reported that pump module serial number 13520197 was not powering on due to left female iui failure.